Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable neurostimulator (ins) was last charged four days prior to the call. The patient reports increasing the amplitude and that it's using more battery. The patient also stated that they lost stimulation the day prior to the call. The patient checked the ins status with the implantable neurostimulator recharger (insr) and the battery icon was flashing less than 1/4 full. There was no lightning bolt on their insr top row status. The patient stated that they were pushing the white button on the left and it was giving them a low ins battery icon and not turning the stimulation on while recharging. Troubleshooting was performed to determine the battery was too low to provide stimulation. The patient was instructed to charge to the ins to at least 1/4 full before stimulation would be provided. When the patient restarted recharging after the troubleshooting, they did not have any coupling bars. The patient re-positioned the antenna and the issue was resolved. They indicated that they will need to recharge sooner now that they have increased the amplitude. All issues were reported to be resolved by the end of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.